Event description:
Patient had profound treatment on the lower face and upper neck on (B)(6) 2018. Settings were 67 degrees for 3 seconds. Right face: 92 insertions, left face: 84 insertions, upper neck 51 insertions (227 total). A prp topical was used at the end of the procedure. When patient's post inflammatory hyperpigmentation was discovered at one month follow up appointment, a revlite 1064 laser facial was offered and performed on (B)(6) 2018.